Event description:
A malfunction on the pump was reported by the caller, which occurred during a software update to version 7.9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the caller with instructions on resetting the pump malfunction code and helped with the process since the pump had not been reset after the issue.